Manufacturer narrative:
Following return and completion of laboratory analysis this event will be further updated.

Event description:
It was reported that this lead exhibited abnormal impedance issues during attempted implant. The lead was not used. No resulting adverse patient effects were reported. The lead is expected to be returned for analysis.